Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
The sensor was inserted into the abdomen on (B)(6)2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.